Event description:
The first tpn of the day, they had set up the unit and programmed it and approx 170 ml of sterile water from station #3 free flowed into the final container. They do not rotate the rotors to seat the tubing. There was no pt involvement.